Event description:
It was reported a perforation occurred. A rotapro was selected for treatment of the target lesion. During the procedure, a coronary perforation occurred. The perforation was able to be successfully resolved in the catheterization laboratory.

Manufacturer narrative:
B3 date of event: 03/01/2026 used as approximate date as actual date is unknown.